Event description:
Right total hip replacement on (B)(6) 2007. She received the depuy pinnacle acetabular cup 52 sz mm, pinnacle metal insert 36mm ID x 52mm od, and the articul/eze metal on metal femoral head. She has developed a persistent pain, popping and grinding sensation in the right hip. The pain radiates into the right leg and interfaces with daily life by limiting her mobility and range of motion. Diagnosis or reason for use: osteoarthritis of right hip.